Event description:
It was reported by the affiliate that part of (one mesh) a 9x19mm 135cm palmaz genesis stent (implanted approximately 7 years prior) had migrated to the cruciate level. A thrombectomy of the cruciate bypass has been processed with the ablation of the foreign matter with right scarpa approach. To date, the patient is well. The doppler and angioscan examinations had showed a tight stenosis from the origin of the superficial femoral but the deep femoral showed a non-significant stenosis. It was during these examinations that they noticed that a part of a stent (one mesh) had migrated and was at the cruciate level. The retrieved mesh will be returned for analysis.

Manufacturer narrative:
The retrieved mesh will be returned for analysis. The device remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that part of ¿one mesh¿ of a 9x19mm 135cm palmaz genesis stent (implanted approximately 7 years prior) had migrated to the cruciate level. A thrombectomy of the cruciate bypass has ¿been processed with the ablation of the foreign matter¿ with right scarpa approach. The thrombectomy was successful in removing the piece of the stent that had migrated. To date, the patient is well. The stent had been originally implanted in the femoral artery anastomosis extra anatomical bypass. There were no anomalies noted when the device was removed from the package and during prep. The device was inserted through a hemostatic valve introducer armed intra humeral. The doppler and angioscan examinations had showed a tight stenosis from the origin of the superficial femoral but the deep femoral showed a non-significant stenosis. There was no stent restenosis observed during the angioscan and doppler examinations. It was during these examinations that they noticed that a part of a stent (one mesh) had migrated and was at the cruciate level. The thrombectomy was successful in removing the piece of the stent that had migrated. The retrieved ¿mesh¿ was returned for analysis. The stent remains implanted. A piece of stent, possibly a sds genesis 9x19mm 135cm pro, was received in a plastic bag. The stent was received fractured with the struts uplifted. Results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload also these types of failures are caused by repeatedly applied loads. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿stent migration¿ and ¿stent fractured/separated¿ were confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, anatomy of the vessel/target lesion and/or biomechanical forces may have contributed to the fracture and separation of the stent as evidenced by reverse bending conditions observed during analysis. Neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Addendum (03-mar-2014): additional information was provided by the affiliate. The thrombectomy was successful in removing the piece of the stent that had migrated. The patient is currently "fine." The stent had been originally implanted in the femoral artery anastomosis extra anatomical bypass. There was no stent restenois observed during the angioscan and doppler examinations. There were no anomalies noted when the device was removed from the package and during prep. The device was inserted through a hemostatic valve introducer armed intra humeral. The stent piece retrieved was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.